Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became disconnected/unscrewed from the infusion set. Customer's blood glucose (bg) level was 328 mg/dl. The customer changed the cartridge and infusion set, administered a bolus, and bg level lowered to target.